Event description:
Report of explant of device system due to "laminectomy site infection" received per annual device tracking report. Follow up with hcp revealed pt's catheter had been placed at site of "simultaneous lumbar lami for tumor debulking". Onset of the infection was approx 12/2000 and signs and symptoms are not known. The infection has resolved. Pt experiences ongoing chronic pain and neuropathy due to metastatic breast cancer.